Event description:
Bd alaris pump infusion set came detached at port causing durvalumab to spill onto infusion nurse. Ref 2426-0007, lot ((10)21019024, expiration: 01/22/2024. FDA safety report ID# (B)(4).